Event description:
It was reported that the device was used during a laparoscopic supracervical hysterectomy. The device would beep, but no error code would display. During cleaning the device the active blade fell off. Another device was used to complete the case. There was no consequence to the patient.